Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). After a non-bsc stent was implanted in the target lesion, a 4.50mm x 15mm nc emerge® balloon catheter was used for post dilatation. However, upon the first inflation at 10 atmospheres, the pressure stopped increasing. When the device was removed from the patient's body, it was noted the balloon ruptured. It was replaced with a 4.5x12mm non-bsc balloon catheter and the procedure was completed. No patient complications were reported and the patient's status was good.